Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na. Non-medtronic product ID: valver valvuloplasty balloon catheter; product lot number: unknown; implant date: na; explant date: na. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation in a patient with a pre-existing non-medtronic surgical aortic valve, the valve was implanted and was noted to be under-expanded with a residual gradient. A post-implant balloon dilation was performed using a 20 mm non-medtronic balloon due to the underexpansion and residual gradient. During balloon inflation, the balloon burst, and it was felt to be stuck in the valve during attempted removal. During removal of the balloon, the implanted valve dislodged. A second valve was then implanted while the first valve was stabilized with a snare. The second valve implant was reported to be successful with good valve expansion and no residual gradient.